Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus did not calibrate and was not working. The stylus connector was found loose on the mpu (main processor unit) pcb (printed circuit board) assembly. Analysis also found the programmer failed incoming functional testing; the lem (link electronic module) pcb assembly was contaminated and had bad solder joints around a connector. The programmer antennas were found loose. Latch tab to the cord door was bent. (B)(4).

Event description:
It was reported that the programmer stylus would not calibrate and was not working. The programmer was returned for repair. There was no patient involvement.